Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during a ureteroscopy, the scope was stretching to the point that it rolled back and folded during the procedure. A guidewire to gain access to the ureter and a balloon dilator after failure to pass the scope were also used. The reported event occurred in the middle of the procedure while attempting to gain access to the ureter. The scope was inside the patient's bladder when it was unable to straighten. There was no issue withdrawing the scope from the patient. The balloon dilated the ureter and a different scope was used. The intended procedure was completed. The patient was not inspected for injury. There was no delay in the procedure. The patient did not require additional treatment or sedation. In addition, it was reported that scope leak testing is performed after each use.